Event description:
It was reported that the patient had a lead revision two weeks prior to report due to lead migration. The lead migrated medially and the patient was not receiving stimulation in the correct areas. The caller stated that it happened shortly after implant and there were no falls or trauma reported. Additional information received reported that the lead was revised (B)(6) 2013. It was noted that the existing lead was pulled down and the patient was receiving stimulation in the correct areas.

Manufacturer narrative:
Concomitant: product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).